Event description:
Boston scientific received information that during the initial implant procedure for this lead, multiple extensions and retractions were done while trying to find an adequate location. Ultimately the helix would no longer retract. As a result the lead was not used. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead helix was extended and there was a stylet still inserted in the lead and sticking out. There was bodily fluid noted in the helix. This damage was determined to be procedurally induced.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.